Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause of crack distal end and peeling adhesive was traced to a component failure. The cause of foreign object could not be established. The event of foreign material in the distal end is detectable and preventable by handling device in accordance with the following IFU: IFU figure number:ge 6003 revision:19 chapter:operation manual chapter 3 preparation and inspection. Chapter 7 cleaning, disinfection, and sterilization procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects in the distal end, a crack on the distal end, and peeled adhesive around the objective lens. There was no patient involvement.